Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that patient was presented with the following pre-operative diagnosis: status post l4-5 fusion with l2-3 discogenic back pain, and underwent the following procedure: removal of l4-5 hardware with fusion and exploration. Findings: tight, intact fusion. Decompression l1-2, 2-3, and 3-4 with l2-3 complete disc excision, posterior lumbar interbody fusion with allograft with rhbmp-2/acs, bilateral intertransverse fusion with autogenous laminar graft and rhbmp-2/acs, instrumentation l2-3. As per the op notes, ¿midline exposure was carried through the scar at the 4-5 level adequate to sweep the muscles, and a thick, myocutaneous flap on either side, out to expose the hardware at l4-5. This hardware was removed by removing the hex screws, the rods, the rod screw connectors, and the screws. The screws were packed with gelfoam. The fusion was solid at that 4-5 level with both interbody and intertransverse bone graft competence. The interbody, of course, was not explored, but was radiographically fused with cage from pre-operative x-rays. Attention was turned to exposure of the upper levels. The pedicle screws were placed at l2-l3 and a 50 mm rod was bent to the desired lordosis, slipped into saddles of the screws. We had a good visibility of the inter-transverse area and the area over the obliterated facet joint, and after a final lavage of the wound copiously, including the interspace, rhbmp-2 had been reconstituted, was rolled into the appropriate tortilla utilizing well cleaned laminar graft from the patient¿s decompression, and placed in the inter-transverse area and over the facet on either side. A single drill hole was placed through the graft into the vertical orientation to allow the placement of a sponge of rhbmp-2, placed through the graft, not weakening the graft¿s construct, but passing the drill hole through the cancellous portion of the graft. This was done with each of two grafts which were placed by carefully protecting nerve roots behind separately held love retractors as the grafts were driver into place, wriggled medially, having been countersunk, and the second graft placed lateral to the first until the space was filled with interbody countersunk graft, immovable, and flush posteriorly with each other, the rhbmp-2 columns having been placed within each. The rhbmp-2 inter-transverse fusion which had been carried out with tortilla rolls of rhbmp-2 graft was augmented with additional high quality autogenous graft from the patient¿s lamina, which was beneath the muscles¿¿ no intraoperative complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.